Manufacturer narrative:
H3, h6: it was reported that a legion cr high flex xlpe size 5-6 9mm plastic broke. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail probably from the attempted insertion. No broken pieces were observed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Some potential causes could include but are not limited to fit/sizing or surgical technique used. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a legion cr high flex xlpe size 5-6 9mm plastic broke. Procedure was finished with a smith and nephew back up device. No delay reported. No harm or injury reported on patient.